Event description:
Patient was admitted to ccu and a few minutes later was found by nurse with a large volume of blood in the bed. The femoral dressing was taken off and the introducer was disconnected at the hub. Immediately reconnected and patient then had a respiratory arrest and was hypotensive. This incident is still under investigation.